Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch#: unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Could you please clarify if extra device belongs to this complaint? Yes, this device belongs to this complaint. 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. N/a. 3. If the device was not reported before, please provide more details of device malfunction. The device did not fire a clip. 4. If the product doesn't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 1. Were the jaws damaged? There appears to be damage on one of the jaws. I believe it was the mcm30 device. 2. Was the device difficult to fire? No. 3. Difficult to open? No. 4. Does the device fired any malformed clips? Yes, two of the devices caused clips to scissor. 5. Does the device would not fire? No. 6. If other please specify n/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the plastic procedure there were three clip appliers were used. One clip applier didn't fire, and the other two clip appliers the ends came together so no clip could come out. No patient consequences.